Manufacturer narrative:
Concomitant medical products: 4968-25 lead, implanted (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial and ventricular polarity switch occurred due to suspected electromagnetic interference with the implantable pulse generator (ipg) during a medical procedure/cautery. The device remains in use. No patient complications have been reported as a result of this event.